Event description:
It was reported that the right atrial (ra) lead was fractured and the atrial lead alert had triggered. The lead had low, intermittent, and high impedances as well as noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial segment of the lead was returned, analyzed, and analysis revealed that the distal conductor was fractured. There was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was kinked/buckled, and the outer insulation was breached cut. Visual analysis revealed an outer insulation cosmetic depression.